Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of visualization during procedure. Please note that the procedure was completed successfully using a replacement device.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [image went dark] was confirmed. According to henke: the evaluation was a level 2, distal fiber damage, sidearm damage, broken internal optics. Probably root cause for this failure is: incorrect or unclear instructions for use, incorrect optics assembly, incorrect scope adapter assembly, light cone failure (5mm or smaller), damaged light fibers, incorrectly assembled fibers, end of life wear-out, shipping damage, use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a loss of visualization during procedure. Please note that the procedure was completed successfully using a replacement device.